Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 426 mg/dl. Customer¿s current blood glucose level was 303 mg/dl. Customer reported that the insulin pump was shut down. The insulin pump will not be returned for analysis.